Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an 18-mm amplatzer muscular vsd occluder was selected for implantation using an unknown delivery system to address a large mitral paravalvular leak caused by dehiscence of a transcatheter valve in a mitral ring that had been placed via an apical approach the previous day. Initially, a 10-mm vsd occluder was deployed; however, it pulled through and did not achieve closure. Subsequently, an 18-mm vsd occluder was deployed and released, after which the device embolized into the left ventricle and was believed to be entangled in the chordae tendineae. As the device appeared stable and was not associated with any arrhythmias, the decision was made to leave it in place. The plan was to surgically remove the embolized device and close the paravalvular leak the following day.